Manufacturer narrative:
Analysis found normal lead characteristics.

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high impedances at multiple sites. The lead was not used and a new lead was implanted.